Manufacturer narrative:
Device technical analysis: a 2.50 x 8 mm synergy xd stent delivery system (sds) returned for analysis. Visual and tactile inspection identified kinks in the hypotube shaft, while the shaft polymer extrusion appeared normal. Microscopic analysis identified no other device issues/defects during returned product analysis. Inspection of the remainder of the device presented no other damage or irregularities. Device history record review: a review was completed of the device history records (DHR) for the synergy xd, part # h7493941708250, batch # 0033907205. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the synergy xd device confirmed that the event of 'shaft break' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'no problem detected', based on the device analysis. This conclusion code is based on the available information and the DHR review. It was reported that during use, the shaft broke without the physician applying any force to it. Device analysis found no break along the entire length of the device. The unreported hypotube kinks are indicative of excessive force being applied to the delivery system however, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established.

Event description:
It was reported that shaft break occurred. A 2.50 x 8 mm synergy xd drug-eluting stents were selected for use. During use, the shaft broke without the physician applying any force to it. There was no patient complications reported.

Event description:
It was reported that shaft break occurred. A 2.50 x 8 mm synergy xd drug-eluting stents were selected for use. During use, the shaft broke without the physician applying any force to it. There was no patient complications reported.